Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report blood glucose excursion between 260-484 mg/dl while they had a site issue. At the time of concern, the patient was having symptoms of ¿nausea, vomiting, and ketones.¿ during the call to animas, the patient was off of insulin pump therapy and was on insulin treatment via syringe. Follow-up information was obtained on the same day. The patient indicated that he had 10 hospital ER visits for either hyperglycemia or hypoglycemia since he was on insulin pump therapy. On one occasion, the patient was tested at 22 mg/dl, was unconscious, and was taken to the ER. He was treated IV dextrose. At the time of concern, the subject pump reportedly delivered too much bolus insuli dose. Troubleshooting indicated that the patient was taking more insulin on (B)(6) 2013, with the total daily dose as 40.39 units, 52.45 units, and 31.95 units respectively. Reportedly the patient¿s average daily insulin intake is only 15 units per day for high blood glucose or food. The product was replaced and requested back for investigation. This complaint is being reported because the patient had blood glucose excursion for hypoglycemia and hyperglycemia while there was site issue and possible inaccurate insulin delivery issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: no defect was found. Black box shows time and date resetting to default following power on reset a power on reset at 8:04pm (B)(6) 2007; the time was then manually set to 12:52am (B)(6) 2013. Daily insulin delivery totals appear inconsistent due to time/date issue. Pump passed flow accuracy test and found to be delivering within required specifications..pump time and date was set; pump exercised for 24 hours. The battery was removed, pump left without power for 24 hours; when pump powered on it had maintained time and date.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.